Event description:
The hospital claims that the graft was implanted more than 12 years ago (approximated in 1989 for reporting purposes only) for an axillo-femoral procedure. During the last six months the patient experienced a bulge on their right side and pain in their legs. Upon evaluation, they found that the obstruction was caused by a graft aneurysm in the abdominal segment. The affected segment was then replaced (explanted.).